Event description:
During the device evaluation, the gastrointestinal videoscope exhibited a whitish foreign material inside the air/water-tube, the auxiliary jet tube, and the air/water-cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material had possibly remained in the device since the handling of the device (reprocessing) was deviated from the instruction manual from the obtained information from the user facility. However, the reported foreign material could not be identified, and a definitive root cause could not be specified. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.